Manufacturer narrative:
(B)(4). Visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
.Physician reported "implant rupture" diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Physician reported "implant rupture" diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.